Event description:
It was reported the patient underwent surgical intervention for an unknown reason. As a result, the ipg was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates only the l4 lead was explanted due to infection. The ipg and other leads remain implanted.